Manufacturer narrative:
The reporter's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The occupation is lay user/patient. This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek inrange meter (serial number unknown) and two different lots of test strips, lot 41747011 (expiration date = 31-jan-2020) and an unknown lot number. It was asked, but it is not known which lot number was in use for each meter measurement. At 13:00, a sample from the patient was tested using the meter, resulting with a value of 2.3 inr. At 13:05, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.8 inr. At 22:00, a sample from the patient was tested using the meter, resulting with a value of 2.4 inr. At 22:05, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.9 inr. On (B)(6) 2020, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.8 inr. Within 10 minutes of laboratory testing on the same day, a sample from the patient was tested using the meter, resulting with a value of 2.4 inr. At 13:00 on (B)(6) 2020, a sample from the patient was tested using the meter, resulting with a value of 2.4 inr. At 14:00 on (B)(6) 2020, a venous sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 1.8 inr. On (B)(6) 2020, a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.0 inr. Within 10 minutes of laboratory testing on the same day, a sample from the patient was tested using the meter, resulting with a value of 2.7 inr. The patient's therapeutic range is 2 - 3 inr.